Manufacturer narrative:
The event is this case is the same event documented in user facility medwatch #mw5155106.

Manufacturer narrative:
H.6. Investigation conclusions code d15: there is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code ¿d15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. H.6. Type of investigation code b17: the hospital would not confirm whether they had retain or discarded the device. H.6. Type of investigation code b22: a review of the manufacturing records for the device could not be conducted because the serial/lot number remains unknown. H.6. Investigation conclusions code d16 updated to d15. H.6. Investigation findings code c21 update to c20 and c0703. H.6. Type of investigation code b21 updated to b13, b17, and b22.

Event description:
The following was reported to gore: on (B)(6) 2024 a gore® dryseal flex introducer sheath (dsf) was being used an accessory with non-gore devices to clear a blood clot. . At some point in the procedure, significant bleeding was noticed through the one-way valve. The decision was made to replace the device with a different dsf. However, the new dsf also had significant bleeding through the one-way valve. The patient lost a significant amount of blood (approximately 4-5 units). The patient underwent a transfusion and is stable. Because the primary procedure was not conducted with gore device, the fsa was not present at this event. The fsa reported that it was indicated to him that in both cases, the valve leakage occurred after a device had been advanced through valve. However, the hospital risk management indicated that this information was unknown, and would not be provided. It is unknown how the procedure was completed.

Manufacturer narrative:
A.1. Patient identifier was requested from hospital but was not provided. H.6. Type of investigation code c21: investigation pending follow-up conversations with hospital risk management, and product history review, and engineering evaluation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H.6. Investigation findings code c19: the device history record was reviewed to ensure that each manufacturing and inspection operation was performed and indicated the product met creganna medical specifications and procedures. H.6. Type of investigation code b22 corrected to b14. Removed h.10. Additional manufacturer narrative for code b22 and added for c19.